Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer noticed black stains in the tube wall and in the separating glue on one (1) tube. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer noticed black stains in the tube wall and in the separating glue on one (1) tube. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 19-nov-2024 investigation summary bd received one sample and two photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.